Event description:
It was reported that the o.r. Was getting change hand piece errors when attempting to use their hand pieces with an unapproved reprocessor (ascent). There was no patient consequence, but no further information concerning either the patient or the case. No device will be returned for analysis.

Manufacturer narrative:
(B)(4). Date sent (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. (B)(4).